Event description:
Customer reported a donor historically known to be ab positive repeatedly typed as a b positive on the galileo, using the reflexabo assay. Anti-a lot # 101673 was used.

Manufacturer narrative:
The rois do not appear to be misaligned.testing of anti-a lot 101673 with in house donor samples revealed type a red cell sticking in the anti-a wells. To prevent the sticking, in house studies found that pipetting the reagents into the wells before the sample red cells greatly reduced the sticking. In house comparison testing of the new reagent-first pipetting order to the existing sample-first pipetting order showed no unexpected negative anti-a reactions with the new pipetting order. Some unexpected negative reactions were observed during testing with the current assay. The event may be related to the nature of the sample. The limitation of use and warnings section of the galileo operator manual states: "warning: the gailieo cannot reliable detect hemagglutination reactions that are graded as 1+ or less in test tube methodology."